Event description:
It was reported, the duodenovideoscope was not correctly reprocessed as the facility did not have the distal end flushing adaptor for reprocessing. The issue occurred during device reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the customer not using distal end flushing adapter occurred due to the user¿s understanding on device handling/reprocessing steps was different from recommendation by olympus. Olympus experts have already conducted training on correct device handling at the facility. The suggested event can be prevented by handling device in accordance with the following instructions for use: tjf-q190v reprocessing manual 5.5 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.